Event description:
Unomedical reference number (B)(4). Event occurred in canada. On 09-jun-2024, it was reported that the patient faced infusion set cannula was kinked within 3 or more hours after insertion at upper buttocks, which caused the patient blood glucose elevated to 387 mg/dl. The patient replaced infusion set and resumed insulin deliveries successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.